Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73h1400505 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During surgery it was noticed that the clip reopened. The clips were immediately changed and there were no consequences to the patient. The applier was changed and the same issue reoccurred. The patient's condition was reported as fine.